Manufacturer narrative:
The suspected pump was returned for evaluation. Visual inspection and functional testing was carried out. Upon visual inspection dso (downstream occlusion) seal damage was observed. The reported event was confirmed. The probable cause of the reported issue is cut-off pressure too low. The dso sensor needs to be recalibrated. Resolution of the reported issue was confirmed by the technician, and the device will be submitted for functional and delivery testing.

Event description:
It was reported that a pump kit cadd solis pump was continuously alarming in stream. There was no patient involvement and no harm/adverse event reported.